Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart into two pieces. She manually removed the remaining pledget piece from her vaginal cavity. She contacted her doctor and was advised to watch for any symptoms. She denies having symptoms and did not seek any further medical attention. She did not experience any adverse health effects.